Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support and, during support, developed a purge leak alarm requiring device explantation. The patient had experienced a cardiac arrest and was found to have multi vessel coronary artery disease. An impella cp device was initially placed for mechanical circulatory support. Due to ongoing cardiogenic shock and the need for continued hemodynamic support, the decision was made to escalate from impella cp to impella 5.5. An air-in-purge alarm was triggered on the impella console. The care team attempted to purge the line; however, semi-continuous purge alarms persisted. The automated impella controller was replaced, but the alarms continued. The device was then connected to a second console, yet the alarm persisted despite the change. Due to the continued purge system malfunction, the care team proceeded with sending the patient to the operating room for emergent surgical left ventricular assist device (lvad) placement. The impella 5.5 pump was explanted. The patient¿s procedural outcome was unknown at the time of reporting.